Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). Siemens dispatched a customer service engineer to the customer site. The cse inspected the atellica im 1600 analyzer and found loose tubings behind the waste reservoirs, which introduced air that led to the reagent probes. The cse noted that the air in the tubings was present post preventive maintenance services on 19-aug-2022 and repaired the tubing connections to solve the issue. Siemens is investigating the event.

Event description:
The customer observed discordant falsely elevated high sensitivity troponin I (tnih) results for six patients on an atellica im 1600 analyzer. The results were reported and questioned by the physician(s). The customer used the same samples to perform repeat testing on an alternate atellica analyzer. The repeat results were lower and considered correct, and the customer issued corrected reports. There are no reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.

Manufacturer narrative:
Siemens filed the initial MDR on 30-aug-2022. Additional information (31-aug-2022): siemens reviewed the instrument data and observation regarding air in the tubing that leads to the reagent probes, noted by the siemens customer service engineer (cse), and concluded that the cause of falsely elevated high sensitivity troponin I (tnih) results was due to air in reagent tubing. The cse serviced the tubing and resolved the issue. The atellica im 1600 analyzer is operating as specified, and no further evaluation of the device was required. Section h6 is updated to reflect a new component code, investigation findings, and investigation conclusions code.